Manufacturer narrative:
Spacelabs¿ research and development team, as well as spacelabs¿ manager for global product support have examined the product log files from the time of the incident. The files showed no abnormal activity to explain the symptoms described. Spacelabs could not reach a conclusion regarding the disappearance of telemetry waveforms at the central station on march 11, 2019. There have been no reports of similar symptoms recurring. The same equipment remains in use by the customer. This report is complete and this particular issue is considered to be closed.

Manufacturer narrative:
Spacelabs has initiated an investigation into this matter. A supplemental report will be filed once the investigation is complete.

Event description:
Spacelabs received a report on (B)(6) 2019, that several telemetry patient waveforms disappeared from the central station monitor and the historical patient data was also missing for those patients. There was no accompanying alarm or notification of the waveform disappearance.